Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with a failed back-up battery. There was no report of patient involvement, and no report was received of any patient or user harm.